Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified wear abrasion and delamination of the valve. A leak test was performed and found delamination of the valve. A microscopic analysis identified total delamination of diapherm flange disk assessed as adhesive failure. Based on the device analysis the final assessment was delamination of diapherm flange disk assessed as adhesive failure.

Event description:
The device has been explanted.

Manufacturer narrative:
The reason for reoperation was deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported deflation, side unknown. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Physician reported right side deflation. The device remains implanted.